Event description:
It was reported by service report that the IV pole was bent and potentially could fall in an unintended direction. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
IV pole.